Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture. Data was provided to boston scientific technical services (bsc ts) for review. Bsc ts confirmed that the egm displayed atrial pace (ap) being skipped. It was suspected that the loss of capture was due to atrial arrhythmia. Bsc ts recommended to turn on atrial flutter response (afr) on the device. No adverse patient effects were reported. This product remains in-service.